Event description:
(B)(6) heart clinic did not tell me about the recall of my st jude ICD. My leads went bad and I did some research and found out about the battery depletion issue. In (B)(6) 2018 I was told by (B)(6) heart clinic (B)(6) that if I wanted a new ICD when they replaced my leads that I would have to cover the costs. I called st jude and they said (B)(6) could not remove the defective ICD from my chest to sanitize, that (B)(6) would have to replace the leads without touching the ICD. I chose to go to (B)(6)heart center in (B)(6) to have the work done even though it's a (B)(6) hr drive from my house. (B)(6) refuses to process the paperwork for the (B)(6) rebate from st jude for one office visit. Since they did not inform me of the defect, they don't feel obligated to help me get the rebate. I don't believe they have told any pts about the recall or the rebate.